Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue with battery compartment damage was reported. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/10/2014 with the following findings: the complaint of a shortened battery life could not be duplicated with investigation. Review of the pump¿s black box revealed evidence of installation of a partially discharged battery. A battery compartment crack was observed. There was no evidence of moisture within the battery compartment. The battery cap was unable to secure properly to the pump. The pump¿s electric power draws were within specification. There was no evidence of moisture, damage or defect to the pump¿s internal components.